Event description:
The customer contact reported the device did not deliver a dose when the pt pendant was pressed. The device was returned to the biomedical dept with an unsigned note that stated, "broken." No tracking info was provided; therefore, specific patient info, device programming, or event details were not available. During testing at the user facility, the device did not deliver a dose when the pt pendant was pressed. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device did not deliver a dose when the pt pendant was pressed. This was due to a broken microcontroller unit printed circuit board. The root cause of the broken microcontroller unit printed circuit board could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).